Manufacturer narrative:
The age of the patient was not known, but it was reported to be a pediatric patient. (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced blood loss related to a clearlink continu-flo solution set that disconnected during infusion. The patient was hospitalized for an unreported condition prior to the event. During infusion, the tubing of the set ¿became unglued¿ and disconnected from the connector proximal to the patient. The device was being used with an unspecified infusion pump. The patient lost a ¿significant amount¿ of blood; however, the patient was reported to be ¿ok¿ and did not require a blood transfusion or any treatment. No additional information is available.